Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under all the ECG and therapy electrodes. The area was described as little red pimples. The patient consulted her doctor about the irritation. The patient's doctor did not prescribe her anything, but advised that she should remove the lifevest sometimes when she is not alone. The final medical outcome of the irritation is unknown.